Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the bed to bed alarm pop-up function (caregroups) with their philips intellivue information center (piic). No adverse event involving patient or user was reported.